Event description:
It was reported that the patient¿s blood glucose level increased to 280 mg/dl while wearing the pod between 37 and 48 hours. After approximately one day of wear, the patient noted bleeding at the insertion site, which saturated the adhesive and became visible through clothing. The patient observed progressively rising glucose levels despite administering correction doses and receiving no device error messages and concluded that insulin delivery was likely compromised due to the bleeding at the insertion site. The patient also reported that the pod appeared to stop working after the cannula struck a vessel becoming occluded with one day of intended use remaining. The patient removed the pod, during which ongoing bleeding was managed, and a hematoma developed on the left abdomen. Upon removal, the pod¿s cannula was found to be blocked. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event. Blood was observed on the adhesive welds of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.